Event description:
It was reported that during internal carotid artery (ica) stenosis stenting case, while advancing subject stent to distal of microcatheter it was observed that subject stent was prematurely deployed inside the microcatheter. The physician removed the entire system and successfully completed the procedure. However, the impact on the patient has not been provided.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed, and it cannot be confirmed that the device met specification, as the subject device was not returned. Additional information provided by the customer indicated that the device was prepared as per the dfu, the device was confirmed to be in good condition prior to use on the patient, continuous flush was reported to have been set up and maintained throughout the clinical procedure and the patient's anatomy was not tortuous. As the subject device was not returned and a review of all available information fails to indicate a probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during internal carotid artery (ica) stenosis stenting case, while advancing subject stent to distal of microcatheter it was observed that subject stent was prematurely deployed inside the microcatheter. The physician removed the entire system and successfully completed the procedure. However, the impact on the patient has not been provided.